Manufacturer narrative:
G4: 01may2020. B4: 04may2020. The manufacturer¿s international service technician confirmed the reported issue and replaced the defective battery to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jan2020.

Event description:
The customer reported backup battery failure. There was no patient involvement.